Event description:
The patient received his scs system, including an ipg, on (B)(6) 2010. It was reported, the patient is experiencing difficulty maintaining telemetry with his ipg and his pt programmer. The physician noted, the pt is very thin and the skin over his ipg pocket is flaccid. The patient was given a new wand to troubleshoot the issue. Attempts to obtain add'l info regarding the patient's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.